Manufacturer narrative:
(B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needle-free IV connector was unable to connect to an extension set (baxter product). A different one-link connector was then used. The issue was not due to the extension set. The step of setup or therapy during which this occurred was not specified, though there was reportedly patient involvement. There was no report of patient injury or medical intervention associated with this event. No additional information is available.